Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the devices following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet foam filter, particle filter muffler assembly. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and the software version was upgraded from 1.06.05.00 to 1.06.06.00, which was not related to the malfunction/issue.